Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 8-may-2024, it was reported that two infusion set was fell off during use and infusion set is long for 1 day. No further information available.